Event description:
It was reported that upon review the type IV endoleak was found to have resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 22 - 21 mm in diameter and 25 mm in length, it had mild calcium. It was reported that after the stent grafts were implanted there was a significant blushing type IV endoleak coming from the crotch area of the bifurcated stent graft and it was filling the aneurysm sac. No intervention was performed and the decision was made to leave it alone and to evaluate for the endoleak at a further date. The physician will monitor the patient. It was noted that this endoleak was seen before the heparin was reversed. No clinical sequelae were reported, and the patient is fine.